Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. The temp out cable was damaged. Advised the customer to replace the cable. Customer said they have this cable in stock so no further action needed. Performed general maintenance. Functional test, calibration and electrical safety test passed without problems. This device meets all criteria and is ready for use. The instructions-for-use was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, temperature out cable was damaged in an arctic sun device.